Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap cholecystectomy- "during lap cholecystectomy, clip failed to occlude vessel, as the clip scissored at the distal ends. The clip was repeatedly fired and finally, a clip was able to occlude the vessel by positioning the distal end of the clip on the vessel. Dr (B)(6) is quoted, "this less than ideal, as I normally like to position the vessel deep into the clip."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently undergoing engineer reviewed . A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.